Event description:
It was reported that the procedure performed was to treat the left anterior descending coronary artery. There were issues with the navigability of the unspecified whisper guide wire during advancement, and the guide wire caused a perforation at the bifurcation of the left anterior descending artery and the diagonal branch. The bleeding was controlled with unspecified treatment. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.